Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a provisional fractured during trialing as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that a provisional fractured during sterile processing. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, b4, b5, g3, g6, h2, h3, h6, and h11. Proposed component code: mechanical (g04) - provisional bottom. Reported event was confirmed by review of photograph. Visual examination of the returned provided picture identified the instrument is fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.